Event description:
Revision surgery - due to instability.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
This follow up was created because items changed to unknown. This complaint has been reassessed and determined to be not reportable the reported affected item was entered in error, the item was found to be a duplicate of the item on the current revision dticket.